Manufacturer narrative:
The intraocular lens remains implanted. (B)(4). All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a female patient had a monofocal intraocular lens (model pcb00 +24.5 diopter) implanted in the left eye (os) on (B)(6) 2017 and an intraocular lens (model pcb00 +24.0 diopter) implanted in the right eye (od) on (B)(6) 2017. Reportedly, the patient wanted to get distance vision in both eyes but got near vision on the left eye and distance vision in the right eye. The surgeon suggested to performed a yag (yttrium aluminium garnet) procedure to remove clouding on capsule that developed since surgery. The patient asked for a second opinion and the second doctor stated that a yag was not required. There are currently no plans to perform a yag or any other surgical procedures. There have been no injuries. The patient was suggested to wear dark glasses and have a second set of reading glasses. The patient was also seen by a third doctor who prescribed steroid drops. The patient is experiencing dry eye, possibly due to brain adjustment post-surgery. The patient feels nauseous / light headed ¿ sometimes headache is present. The patient states there is not migraine. The third physician had the patient purchase: ocusoft eye lid scrub. Symptoms are reported to be unbearable. The patient cannot read or see distance. The eyes are red and bloodshot. The patient needs to wear dark sunglasses constantly. No additional information was provided to johnson and johnson surgical vision, inc. This report is being submitted for the lens implanted in the left eye. A separate report will be submitted for the lens implanted in the right eye.

Manufacturer narrative:
Device evaluation: the product testing could not be performed as the product was not returned. The reported complaint cannot be confirmed. Manufacturing record review: the manufacturing process record was evaluated and no deviation was found during process related to the complaint issue reported. There was no discrepancy found during the mrr (manufacturing record review). The product was manufactured and released according to the specifications. A search revealed that no other complaints were received from this production order. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.